Event description:
It was reported that the device had failed patient side occlusion. There was no patient involvement.

Manufacturer narrative:
Correction: annex a: a0709, annex c: c0201, annex d: d02 & annex g: g0301204. Additional information: annex a: a0206, annex c: c07, annex d: d02 & annex g: g04090. Investigation summary: stated ¿failed patient side occlusion¿ issue confirmed. On 8/23/2024 the lvp was received unboxed and with paperwork. Workmanship issue. Only 5 of the 6 screws were installed in the mech frame. Failure investigation report uploaded to qn in sap.

Event description:
It was reported that the device had failed patient side occlusion. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed patient side occlusion. There was no patient involvement.